Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not turning on. Customer¿s blood glucose was unknown. Customer stated that insulin pump was beeping for low battery alert, customer changed battery but insulin pump did not turn on. Customer stated that display did not returned after insulin pump restart. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board, unable to verify low battery alert due to blank display.